Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and hospitalized on an unknown date. Customer's blood glucose was 23 mmol/l. Customer stated that they received critical pump error alarm and could not clear it. The insulin pump will not be returned for analysis.